Event description:
It was reported that, after an internal fixation procedure had been performed on the patient's right femur on (B)(6) 2020 to treat a pertrochanteric fracture, the patient subsequently experienced swelling, redness and cellulitis in her right lower leg. This adverse event was treated with the administration of augmentin. As stated within notes of a follow up conducted three (3) weeks postoperatively, the patient improved over time. No further information is available. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf)], additional information is not known, and it is not possible to collect it, we do not have the opportunity to revisit negative feedback to retrieve further information.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient required antibiotics for swelling, redness and cellulitis of right lower leg post an internal fixation procedure. As of the date of this medical investigation no relevant supporting clinical information has been provided to assist with this clinical investigation as the data was reported from a retrospective post market clinical follow-up. Reportedly, the patient improved over time; however, further information is not available. Therefore, no clinical factors could be assessed which would have contributed to the event. With the limited information provided, the patient impact beyond the reported symptoms and antibiotic therapy cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition, loss of sterility during procedure, post-operative healing issue or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.